Event description:
The user facility reported a patient planned for high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. However, the pump appeared shallow. Therefore, the physician advanced the pump into the proper position and flows dropped with suction alarms. It was noted the pump was in a good position; however, the patient became hemodynamically unstable. The physician, therefore, chose to remove the impella pump. The pump turned off when pulled back into aorta. The physician attempted to remove the pump through the peel away but still had the single access wire in the sheath so the pump became caught at the distal end of the sheath. The pump and peel away sheath were eventually removed as one piece. A new impella cp device was placed, and the team proceeded with the percutaneous coronary intervention.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow and the removal issues has been completed since the original report was filed. The pump was returned for investigation. No biomaterial was found around the impeller. There are no other visible abnormalities. The root cause of the low pump flow issue was most likely due to a kinked cannula. The root cause of the removal issues was most likely use related as they attempted to remove the pump through the peel away with the single access wire still inside and the pump got caught on it; the peel away and pump had to be removed as one piece.